Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies, insulin delivery anomalies or insulin delivery messages noted during testing. Device trace download analysis confirmed the pump alarmed power error alarms. The power management tool confirmed power error alarms was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 467 mg/dl and pump was blank. Blank display was not returned by troubleshoot. The customer was treated with manual injection. The insulin pump will be returned for analysis.